Manufacturer narrative:
Insulin pump received with external flash crc error. Alarm during self test, problem isolated to mother board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had external flash crc error. Customer's blood glucose level was 4.1 mmol/l at the time of incident. Customer stated that they were able to clear the alarm successfully. Customer able to complete rewind. Advised the insulin pump will need to be replaced. Advised customer refer to back-up plan. The insulin pump will be returned for analysis.